Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed elevations in pump power; however, a direct cause for the reported event could not be conclusively determined through this evaluation. A direct relationship between the device and the reported gastrointestinal (gi) bleeding and aortic insufficiency could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. The pump operated above the low speed limit for the duration of the log file. The log file recorded isolated power elevations on (B)(6) 2021 and (B)(6) 2021. The log file appeared to show the system operating as intended. The account reported that the patient had elevated powers and flows slightly above baseline. The patient reportedly had no cause identified but has elevated flows due to aortic insufficiency. The patient was also found to have a gastrointestinal (gi) bleed and was scoped. The patient received a blood transfusion and was started on injections to prevent gi bleeding in the future. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. The heartmate ii lvas IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 17feb2016. The heartmate ii lvas IFU is currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had powers and flows that are higher than normal and had a normal lactate dehydrogenase (ldh). Technical service stated that the log file contained some power and flow fluctuations associated with clusters of pulsatility index (pi) events. All pi events will cause the heartmate ii ventricular assist device (vad) speed to drop to its low speed limit, which is currently set at 8800 rpm. No other notable alarms or events were recorded. The cause of the elevated pump power was not identified by the hospital, and they stated they are no longer concerned as the patient has always had higher flows due to aortic insufficiency. The patient was found to have a gastrointestinal (gi) bleed and was scoped. The patient received a blood transfusion and was fine after receiving the transfusion. The patient will be started on octreotide injections to prevent gi bleeds in the future. The patient was discharged.